Event description:
At the time of testing, the valve was found broken.

Manufacturer narrative:
(B)(4). The valve was patent, passed siphon testing and met all established specifications for pressure-flow and preimplantation testing. However, it did not meet the requirements for leak testing due to tear in the side of the delta chamber. The damage precluded reflux testing. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.